Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer stated that pump hasn't been working as well sugars are high over the weekend and went into diabetic ketoacidosis, and also stated kink in the tubing and bent cannula. Customer stated blood glucose was 130 mg/dl, 140 mg/dl, 400 mg/dl and then shortly after it went up to 800 mg/dl at one time. Troubleshooting was performed for no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (inf and res). Troubleshooting was performed for high blood glucose level. The customer admitted in hospital for in for amputation on foot on (B)(6) 2017 at 10 pm. The blood glucose value when admitted to hospital was 800 mg/dl. The customer complained about amputation. Customer wearing the pump at time of hospitalization. Customer declined to further troubleshoot for high readings the product was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device passed the displacement accuracy test.